Manufacturer narrative:
Not returned.

Event description:
It was reported that non-sustained oversensing was observed via remote transmission. The patient was asymptomatic. Review of the strips revealed loss of capture. Programming changes were recommended.